Manufacturer narrative:
Device analysis: the guide wire was returned without the original oad or saline line. The initial visual and tactile examination revealed that the spring tip was fractured off 330.4cm distal to the proximal end. The guide wire shaft was curled up at the fracture site and the fractured spring tip was not returned. No biological material was observed on the shaft of the guide wire. At the conclusion of the failure analysis investigation, the root cause of the fractured guide wire could not be conclusively determined. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion originated in the tibio-peroneal trunk (tpt) and extended into the posterior tibial (pt) artery. The physician used a 6fr introducer sheath and a 0.014 glidewire guide wire to access the lesion. The glidewire was exchanged for the csi viperwire guide wire and a csi orbital atherectomy device (oad) was loaded onto the wire. As the oad was being advanced over the guide wire, the physician observed that the tip of the guide wire was within the oad driveshaft. The guide wire was advanced distally and the oad was then advanced further. However, the physician again observed that the tip of the guide wire was within the oad driveshaft. The oad was removed, but while re-positioning the guide wire, the physician noted that the tip had broken off and migrated distally. The physician exchanged the viperwire for a 0.014 nitrex guide wire and advanced a stent over it. The stent was deployed in the area of the broken viperwire tip in order to pin it against the vessel wall. The patient status remained stable throughout the procedure.